Event description:
The customer called to report that she was experiencing a high blood glucose reading of 568 mg/dl. The customer stated that she would be calling back to troubleshoot as she was on her way to the hospital per her hcp's instructions. The customer stated that she has been having seizures also. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.